Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was in fallback mode. The device also exhibited a fault code 'possible device malfunction'. During removal, damaged insulation at the is-1 connector of the endotak transvenous defibrillation lead was also noted. The rate sense terminal of the lead was removed from service and a new rate sense lead was added to the system.